Event description:
Customer reported an issue with the spectrum monitor display which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Customer reported an issue with the spectrum monitor display which may have resulted in a loss of primary monitoring. No patient injury was reported.